Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2023, the patient faced bent cannulas due to which she experienced high blood glucose level. Therefore, they tried to treat it with correction bolus via pump, but on the same day ((B)(6) 2023), the patient was first admitted to the emergency room and subsequent hospitalized due to high blood glucose level. Her highest blood glucose level was 1000 mg/dl. Moreover, the infusion had been used for a day. The site location was patient's abdomen. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Further, on (B)(6) 2023, the patient again faced the same issue which they noticed 3 or more hours after insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.